Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) 1 mg/ml via an implantable pump. The company rep reported that the pump was refilled yesterday but the drug concentration was not changed in the pump programmer, agent reviewed information on advanced mode bridge to program to day to account for the concentration change. The company rep was not with the patient and stated she would relay information to healthcare provider (hcp). Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting they reprogrammed the pump and issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.